Event description:
User received high hba1c results for multiple patient samples. Exact number of patient samples affected was not provided. The high hba1c patient results were questioned, and the lab repeated the patient samples in 2009 using the same analyzer. The following 8 patient samples were determined to be discrepant. Sample 1, initial result gave 9.8%; repeat gave 6.84%. Sample 2, initial result gave 10.01%; repeat gave 6.02%. Sample 3, initial result gave 9.3%; repeat gave 5.52%. Sample 4, initial result gave 9.3%; repeat gave 6.04%. Sample 5, initial result gave 10.01%; repeat gave 7.32%. Sample 6, initial result gave 9.9%; repeat gave 6.09%. Sample 7, initial result gave 10.01%; repeat gave 6.0%. Sample 8, initial result gave 9.8%; repeat gave 6.8%. Initial results were reported. User is not sure if patients were treated based on the results reported, but added none treated as far as he knows.

Manufacturer narrative:
The field service representative determined the st2 probe was under dispensing. The probe and sample syringe seals were replaced. To verify analyzer performance, check tests were performed and within specification.